Manufacturer narrative:
Patient information was not made available from the site. On 06/27/2016 a medtronic representative performed an imaging system check-out, imaging modalities & system inspection areas passed. Mechanical test failed. The surgeon informed the medtronic representative that their technician bumped the imaging system into to doorway. Dingus was misaligned and door would not open. The medtronic representative re-aligned dingus and door offset. Invalidated home and calibrated motion controllers. Issue resolved. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative, neuro coordinator, reported that while in a spine procedure, when attempting to take a 2d image the imaging system pendent prompted them to calibrate motion. This behavior was not noted prior to taking the 2d image. The site removed the imaging system from the operating room (or) and attempted to calibrate the motion, they were unsuccessful in completing the calibration. In trouble-shooting, the neuro coordinator attempted to invalidate and re-home the imaging system 3 times and was unable to get the imaging system to do the wag motion. The system would stop after moving in the x, y, and z direction. The surgeon opted to continue and completed the procedure without the use of the navigation system and without the imaging system. Delay in therapy was approximately one hour before continuing with the use of a c-arm. There was no impact on patient outcome.

Manufacturer narrative:
(B)(6).